Event description:
The dentist reported that 6 months after the dental implant was installed in patient's mouth, it was verified its' non osseointegration. 40 ncm of primary stability was achieved & immediate load was not performed. Patient had low bone quality (bone type iii) and presented fistula.